Event description:
A report was received on 04 jan 2024 from the health professional (hp) of a 39-year-old female patient with a medical history including diabetes and end stage renal disease, who stated the patient was found expired and partially connected via a central venous catheter to the hemodialysis device on (B)(6) 2024. Additional information was received on 12 jan 2024 from the hp who stated diabetic ketoacidosis was suspected as a contributory factor. Although requested, additional details regarding the patient death were not provided.

Manufacturer narrative:
The involved cycler was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician''s prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).